Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries on the insulin pump are lasting less than they should. The customer stated, she received a replacement battery cap and issue persists. The batteries have to be changed every 2 or 3 days. The alarm history showed a low battery alert and a battery out limit alarm. . Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. No unexpected battery out limit alarm noted. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.